Event description:
The advocate alleged that she performed a control test and received a result of 259 mg/dl. The normal control range was 101-139 mg/dl. The customer did not have any of the test strips left that gave the high result, so further troubleshooting was not possible. No adverse events were alleged. No product will be returned.